Event description:
Caller reported a cartridge alarm 20 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was unable to resume insulin therapy due to the recurring alarm, despite assistance in loading a new cartridge. Technical support decided to replace the pump. Customer will use multiple daily injections (mdi) as backup therapy until the replacement pump is received. Tandem technical support shipped the replacement pump, instructing the customer on the necessary steps for return and advising them on putting the pump into storage mode before returning the problematic device. Customer understood the instructions but declined training for the updated software before using the replacement pump.